Manufacturer narrative:
A patient experienced an infection at the ipg site and was hospitalized was reported to abbott. It was also determined the patient had mild flu-like symptoms, ipg site was warm to the touch and inflamed, it was also noticed that patient had further inflammation up the lead site. Surgical intervention was undertaken wherein the entire system was explanted. IV antibiotics were administered to the patient to address the issue. Infection has resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site and was hospitalized. Patient experienced mild flu like symptoms, ipg site was warm to the touch and inflamed, it was also noticed that patient had further inflammation up the lead site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue. Infection has resolved.